Event description:
A surgeon reports that an intraocular lens (iol) was exchanged due to unclear labeling for plus and minus diopters. A -4.00 diopter lens was ordered instead of a +4.00 diopter as requested. The -4.00 diopter lens was implanted and the pt required a lens exchange to implant the correct lens. The surgeon feels the markings on the lens packaging are unclear. Additional information has been requested.